Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent exploratory laparotomy, debridement of abdominal wall muscle, removal of anterior wall mesh, extensive lysis of adhesions, appendectomy, omentectomy with removal of mesh, creation of myofascial advancement flaps with posterior component separation, creation of fasciocutaneous flaps with anterior component separation, bilateral adjacent tissue transfer and placement of multiple drains on (B)(6) 2017. It was further reported that intraoperatively the surgeon encountered dense adhesions of the mesh completely encasing and enveloping the small bowel and omentum. It was reported the mesh eroded into the abdominal wall and this was resected and the mesh was removed. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/8/2019. Additional narrative: it was reported that the patient experienced abdominal pain, abdominal bulge, recurrent hernia following the procedure. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.